Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoviewhemopro vh-3500, the insulation on one the jaw of the cutting device was frayed right out of the box. Device was set aside immediately without being used on patient. A different kit was opened to perform the case. No harm to the patient. No delay in case.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 04/28/2022. An investigation was conducted on 05/24/2022. The device was returned inside the plastic protective case. The protective wrapping was not returned for evaluation. Only the harvesting device was returned inside the plastic protective case. Sigsn of clinical use and no evidence of blood was observed on the harvesting device. The gray silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. The gray silicone insulation on the hot jaw was observed to be intact, no peeling was observed. The heater wire was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed. The lot # 25162726 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.